Event description:
Information received does not address the patient's clinical status but notes that during a follow-up, the device showed a lead impedance of >1990 ohms. The measured data was 4.0v amplitude and 0ma pulse current. The battery measured values were 2.74v, 8ua and <1k ohms. When the device was programmed to a higher output, impedance was normal at 770 ohms. A lead revision was done three weeks prior to the follow-up, but the anomaly remained. Therefore the device was replaced.